Event description:
A cracked and shattered touchscreen was reported by the customer, which they confirmed was damaged beneath the screen protector after bumping into a wall, railing, or counter. There was no adverse impact to the customer's blood glucose level. The customer was able to interact with the pump despite the damage and planned to continue using the current pump for insulin delivery until a replacement was received. Technical support arranged for a replacement pump to be sent, provided instructions for placing the old pump in storage mode, and organized its return within ten days to avoid charges. They also ensured the customer understood how to program settings and connect the cgm to the new pump. Customer will continue to use current pump.